Manufacturer narrative:
Pending investigation. Concomitant medical products: 1510-s, aa3743 - cemex system fast 70 gm, 200-02-38, 1021279 - three peg patella 38 mm, 200-04-55, 1513039 - cemented finned tib. Tra sz 5f/5t, 230-02-05, 1529712 - optetrak asy,cr cemented femoral, sz 5, asa0030, aa3328 - sterile disposable containers.

Event description:
As reported, this patient had an initial tka on (B)(6) 2010. The patient feels that he has had complications and issues related to his knee. The patient was revised in (B)(6) 2021.

Manufacturer narrative:
H10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; insufficient information. H7: z-0019-2022.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear occurring over the course of nearly 10.5 years. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. Initial submission: all fields in section f should be blank, this is a manufacturer's report. G2: corrected to healthcare professional.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2010. Approximately 10 years and 6 months after the initial procedure the patient had a left knee revision on (B)(6) 2021. The patient continues to suffer injuries and damages, including but not limited to severe pain, significant scarring, swelling, effusion, inflammation, knee popping/clunking, knee giving away, difficulty walking, antalgic gate, and other injuries presently undiagnosed. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multi-district litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the (B)(6). Per the transfer order creating this multi-district litigation, ¿plaintiff's allege that their knee or hip replacement devices failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multi-district litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.